Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure the laser prober would not fit into the trocar. The case was completed using an alternate laser probe. There was no harm to the patient.

Manufacturer narrative:
No further information was able to be obtained from this customer. The probe was manufactured on september 27, 2017. There were 1,824 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The 25g laser probe was received for evaluation. A visual assessment of the returned sample revealed adhesive on the cannula tip. The probe was inserted into a 25g trocar and there was resistance felt, confirming the reported event. Unrelated to the reported event, the radio frequency identification (rfid) tag was found to not be programmed. The root cause of the reported event can be attributed to excess adhesive residue on the laser probe tip during manufacturing. An internal investigation was opened to address this issue. The manufacturer internal reference number is: (B)(4).